Event description:
It was reported by service report that the ankle strap was missing the buckle. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Buckle on ankle restraint strap.